Manufacturer narrative:
Wear performance of a component is dependent on a variety of factors, such as patient activity level and shell orientation. The liner was implanted for 10 years with 1mm reported wear for non-crosslinked polyethylene. Information was not provided on the type of alleged wear or location, i.e. Between the liner and femoral head or liner and femoral neck (impingement) or liner and shell (backside wear). Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1997. About 3 months prior, the site reported 1mm polywear. It is unknown if a revision surgery will occur.